Event description:
It was reported that immediately following the implant procedure, the implantable cardiac monitor exhibited backup operation. After a firmware download, normal device function resumed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).